Event description:
Patient representative reported "capsular contracture requiring bilateral capsulectomy, right breast discomfort and increased risk of alcl. Patient has not been diagnosed with bia-alcl." This record is for the right side. The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture unknown baker grade" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information cannot be requested as contact information has not been provided. Reason for reoperation: capsular contracture unknown baker grade and anxiety-product/procedure and pain.